Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle retraction is slow. The following information was provided by the initial reporter: customer states that when using item 382633, lot 4222721, there is a delay when pushing the button and the needle does not retract. Date of event: 13jan2025; occurrence number: 3. Customer does have product to return if needed. Address of facility: (B)(6) 2025 the needles had a delayed retraction.

Manufacturer narrative:
Additional information of fa number.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 49 insyte autoguard bc 20ga 1.00 units from material number 382633, lot number 4222721. A sampling of 20 units were randomly selected for functional testing. Your reported issue of a slow retraction was confirmed and determined to be manufacturing related due to gel misplacement. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.